Event description:
It was reported that this implantable pacemaker exhibited noise. Attempted to recreate with isometrics, pocket manipulation, arm movement, bearing down and coughing but was unable to recreate the noise. Technical services (ts) recommended heart connect to review event and isometrics. Additionally, noise is not being sensed by the device. This device remains in service. No adverse patient effects were reported.